Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted with traces of blood. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix although the inner coil was found to be over torqued at the connector region that could have contributed to helix issues reported in the field. The cause of the reported event was isolated to the over torqued inner coil at the connector region and the helix having traces of blood. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during the initial implant procedure, the lead's helix failed to extend prior to insertion into the patient's body. The lead was not used, and a new lead was implanted. The patient was stable.